Manufacturer narrative:
Concomitant medical product: 5524m45 lead, implanted: (B)(6) 1994. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited premature depletion. The device was reprogrammed and remains in use. No patient complications have been reported as a result of this event.